Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have blade damage at the tip and middle of the blade. Both blade edges was indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Common causes of the failure mode mechanical indentations/burrs instrument blades are attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as staples, needle, bone or cartilage) or mishandling the instrument, or misusing the instrument, or through collisions with other instruments. Correction to section d: primary product batch/lot number was updated to k11241121 0149.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.